Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a test of the device on (B)(6) 2013. There was no patient or procedure involved with this event. According to the complainant, the catheter was attempted to be advanced through the endoscope. The device advanced through the scope but difficulty was experienced. After removal of the device from the endoscope, the exit marker was noted to be buckled and had moved on the catheter.

Manufacturer narrative:
(B)(4) for the reported event of exit marker loose/buckled. Functional testing was performed. The catheter was inserted into the scope and advanced without difficulty. Visual evaluation found the exit marker was loose, bunched, and could be moved along the shaft. It is likely that the exit marker became loose as the unit was being withdrawn from the scope due to manipulation of the device or device interaction with the scope. Based on the investigation results the most probable root cause of this event is operational context as it is most likely that factors encountered during use limited the performance of the device. The device history record review confirms that the device met all material, assembly and performance specifications.